Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product evaluation could not be performed. The root cause is unknown. This coil was used during the same procedure as was reported in MFR report# 2032493-2017-00095.

Event description:
It was reported that after placement of an embolization coil in a posterior communicating of the right carotid siphon artery aneurysm, a slight resistance was encountered. During withdrawal of the pusher, the coil unexpectedly detached. A strand of coil was noted to be still attached to the pusher upon removal. The coil was left implanted in the aneurysm. There was no reported patient injury.